Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, genital haemorrhage, fatigue, nausea, migraine and headache had resolved and the dermatitis allergic outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, general abnormal bleed, rash/skin condition, fatigue, nausea, migraine, headaches,". Outcome of events, "dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, general abnormal bleed, fatigue, nausea, migraine, headaches" were changed to "recovered/resolved". Reporter contact information was added. Patient's information was added. Patient's demographics were added. Product indication updated. Essure removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.